Manufacturer narrative:
Abbott field service (fs) investigated the issue on-site. The smoke event/issue was caused by the customer spilling fluid at bays 4/5 of the rsh which caused a short on one of the load/unload boards which in turn caused the short connecting cable (jumper cable pn) between two boards to melt causing the burning smell. Both of the load/unload boards that attached to the short jumper cable were damaged. The controller rsh distribution board for the sensor boards was also damaged, so there were 4 parts in total that were replaced to complete the repair. Fs inspection of the parts determined the source of the smoke to be the jumper cable pn which melted. A review of the service history for architect serial (B)(4) finds no further reports of smoking since fs replaced the damaged parts. A 12-month review of trending and complaint data for jumper cable pn found no similar complaints or issues. A search for nonconformities for jumper cable pn found no records. A review of the product monitoring review for clinical chemistry systems (c4000, c8000, and c16000) revealed no issues or adverse trends related to the current complaint. A review of the product labeling concluded that the issue is sufficiently addressed. The damage associated with the smoke was limited to the jumper cable pn. Use error caused the issue as the customer accidentally spilled fluid into the rsh. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed smoke coming from the architect c4000 after spilling a solution on the rsh bay of the architect c4000 analyzer. No injury or exposure was reported.